Event description:
So my mom had just put my dexcom g7 on and it was not calibrating like how it was supposed to and it would say that my sugars were really high even when they were normal so when I got insulin it would skyrocket down causing me to go into the 30s once.